Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a needle suture combination and one empty foil packet were received for analysis. Product code mcp946h. During the visual inspection of the returned sample, an unknown dark foreign matter was observed inside the foil packet stuck with a tape. Additionally, the needle suture and winding former was examined and no anomalies were observed. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Was the product seal on the foil still intact when the package was opened? Will the device be returned for evaluation? If yes please return all relevant packaging material. Was the procedure completed without any adverse effect to the patient? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip procedure on (B)(6) 2026 and suture was used. During surgery the surgical tech open the product on the backfield and there is a black debris on the inside of the packaging. No adverse patient consequences were reported. Additional information was requested.